Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) procedure in the left common iliac artery - external iliac artery the access was made via the right brachial artery and an 8 mm x 8 cm smart control stent was placed in the external iliac artery without problems. This 1st stent was post-dilated with a balloon of unknown brand and was very well apposed to the vessel wall. The target lesion had a 100% stenosis, was very long, heavily calcified and tortuous. An attempt was made to place an additional smart control (B)(4) stent in the common iliac artery. However, it was difficult to advance the sds because it caught the edge of the first stent and the vessel was heavily tortuous. The tip of the sds got damaged and curled up. This prevented deployment of the stent in the intended location with overlap of the first stent. Eventually, the (B)(4) stent was placed proximal to the first stent as initially intended, however without overlap. The procedure was completed successfully without any patient injury. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15053638 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by the patient's difficult anatomy, device interaction with the previously deployed stent and procedural manipulation and is not related to a product quality issue.

Event description:
The information received indicated that during a percutaneous transluminal angioplasty (pta) procedure in the left common iliac artery - external iliac artery the access was made via the right brachial artery. The target lesion was 100% stenosis, very long, heavily calcified and tortuous. An 8mm x 8cm smart control stent was placed in the external iliac artery without problems. This 1st stent was post-dilated with a balloon of unknown brand and was very well apposed to the vessel wall. An attempt was made to place an additional smart control c100600ml stent in the common iliac artery. However, it was difficult to advance the sds because it was caught by the edge of the first stent. Also the vessel was heavily tortuous. The tip of the sds got damaged, it curled up. The curled up tip noticed on the 2nd smart control stent did not fracture. Eventually, the stent of the c100600ml was placed proximal to the first stent as initially intended and the stents were not overlapping. The procedure was completed successfully without any patient injury.

Manufacturer narrative:
The product is not available for evaluation. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15053638 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No nonconformance records were issued for this lot. No excursions were found for lot 15053638. Outer member subassembly lot 15050348 was reviewed. It was observed during review that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. Additional information will be submitted within 30 days from receipt.